Manufacturer narrative:
Manufacturer's investigation conclusion: the reported noise coming from the area of the pump could not be confirmed. A specific cause for the noise and a direct correlation to heartmate ii left ventricular assist system (lvas) could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The hmii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the clinic with a high-pitched steady noise that was audible from 15 feet away. Using a stethoscope, it was apparent that the noise was coming from the area of the pump. Review of the log files showed no notable alarms and that the left ventricular assist device (lvad) was functioning as intended.